Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this implantable transvenous left ventricular (lv) lead was intermittently capturing at maximum pacing output and had exhibited a steadily increasing pacing impedance up to 2000 ohms. The lead was surgically capped and replaced without incident.